Manufacturer narrative:
The impella cp was not return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 explanted on (B)(6) 2021. It was reported the patient developed an ischemic cerebrovascular accident (cva) or stroke during impella support. Treatment details were not provided. No further information was provided.